Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a urology laparoscopic procedure. During the procedure, the tissue pad of the device was partially peeled. It was not reported that whether the subject was replaced. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on august 18, 2016, omsc confirmed that the tissue pad was worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.